Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that the blood glucose value kept spiking from 300-400mg/dl. Customer¿s blood glucose values were 192mg/dl, 220mg/dl, 315mg/dl, 502mg/dl, 558mg/dl and was treated with bolus. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.